Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) one day post implant. A lead dislodgement was suspected, however, the lead position appeared appropriate under fluoroscopy, so the physician opted to continue monitoring. No additional adverse patient effects were reported. This product remains implanted and in service.